Event description:
On (B)(6) 2013, the pt was implanted with two conformable gore tag thoracic endoprostheses to treat a dissection in the descending thoracic aorta. On an unk date, a f/u computed tomography scan revealed the dissection was not resolved, and continued to progress distally. On (B)(6) 2013, the physician underwent a total aortic reconstruction using dacron graft and an additional ctag device. The procedure included revascularization of the celiac, superior mesenteric, and renal arteries. According to report, the pt lost a large (unspecified) amount of blood during the procedure. The pt reportedly died due to complications during the procedure. The physician did not attribute the pt's death to the ctag device or procedure, nor did he indicate what may have caused the pt's death. No further info is available.

Manufacturer narrative:
A review of the mfg records for the devices verified that the logs met all pre-release specifications.